Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient went to bed with their ins at 70% and when she woke up it was dead and the controller screen was black and not responding. The patient removed and replaced the li battery and the patient was able to power up their controller and it directed patient to charge her implant. The patient stated their controller was charged to 60% and the implant battery was in the red. The patient connected and was charging her battery with excellent quality. It was recommended that the patient charge until completed. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's implant depleting over night was due to the patient having their ins number on 8. The patient has turned it down to 6, and they have not had any additional problems. No further information was reported.